Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least six applications were performed with balloon catheter afapro28 with lot, 00947. A system notice of 50032, indicating that the safety system detected a compromised outer vacuum and a system notice of 50011, indicating that the refrigerant delivery path was obstructed, were confirmed through data analysis. The console 106a3 with serial number (B)(4), failed the inspection due to a blocked female coaxial port with a broken coaxial tip and o-ring. In conclusion, the system notice of 50032, indicating that the safety system detected a compromised outer vacuum and a system notice of 50011, indicating that the refrigerant delivery path was obstructed, is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the console was having issues. Testing was performed at a later date. System notices were received indicating that the refrigerant delivery path was obstructed. The system was vented. There was a dip in flow and a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial port was blocked. The o-ring and tip were removed, resolving the issues. The coaxial cap was also broken. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.